Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose at the time of the incident was 295 mg/dl. The customer's parent stated that the insulin pump display was flashing red and black while continuously vibrating. The customer's parent reported the insulin pump was exposed to fluid, the customer was swimming in the pool. Troubleshooting was provided. The customer's parent reported the insulin pump had a crack and fluid in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.